Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider hcp) regarding a patient who was receiving baclofen and dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was malignant pain. The date of the event was (B)(6) 2018. It was reported it was believed the pump was malfunctioning. The pump was either delivering too much drug or too little drug and the patient was actively withdrawing or overdosing. The patient experienced a sudden change in therapy/symptoms. The patient was extremely lethargic, itching, and fell asleep frequently. The patient had been inpatient for the last five days, but the symptoms were new within the last day. No troubleshooting had been performed. The hcp was unfamiliar with the pump and did not have a programmer to check the pump status. No alarms were heard. The hcp requested a representative come to the facility to interrogate the pump. The hcp would like to turn the dilaudid "down by 1/2". No further complications were reported.